Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient developed and infection drainage issues. The implant was subsequently removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One 3i t3® with dcd® tapered implant 6/5 x 11.5mm, (bnpt6511) was returned for investigation visual inspection of the returned product identified minor signs of use, wear and what appears to be dried blood attached to the implant threads. The product matched print specifications when measured against the production drawing. The reported product was located on tooth site # 30 and was used for approximately 2 weeks, prior to implant removal. X-ray images were provided. Images showed the surgical site/patient's mouth / product but were unable to verify the reported medical events. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that after placing the bnpt6511 the patient developed sensitivity and drainage - infection. The reported complaint of infection and bone loss could not be verified. The product was returned and the reported complaint (infection and sensitivity) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, x-rays were provided but were unable to verify the reported medical events. A definitive root cause for this complaint could not be determined.